Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity test. The lead tip/helix appeared intact and undamaged. Lead was determined to have met specifications.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. The lead has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any further relevant information is received, a supplemental report will be created.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. A new lead was implanted at the same surgical intervention. The lead has been returned. No additional adverse patient effects were reported.